Event description:
It was reported that the right rear and right front arm sockets have been damaged on the tdxsp-cg power chair. Provider advised they are bent outward from the pressure the end user puts on them.